Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined. Additionally, the transmitter (part number stt-gf-001/serial number (B)(4)/lot number 5206819) being used with the receiver was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported there was no failure detected. The device was determined to be operating within the required specifications without malfunction.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed err121 on (B)(6) 2016. The patient's mother did not report injury or medical intervention. No additional patient or event information is available.